Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump, two cylinders and reservoir were received for evaluation. Microscopic examination of the returned components revealed the detachment ends of the longer exhaust tube of the pump and strain relief of cylinder 1 to be rough and irregular, indicating stress was exerted. Examination and testing also revealed partial separations within abrasion on the shorter exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was also noted on the longer exhaust and inlet tube of the pump. Groups of partial separations, indicating contact with unshod instrumentation, were noted on the base of cylinder 1, longer exhaust tube of the pump, strain relief of longer exhaust tube of the pump and inlet tube of the reservoir. Testing revealed these to not be sites of leakage. A group of separations are noted in the base of cylinder 2. Testing revealed these to be a site of leakage. A separation is noted in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the strain relief of cylinder 1. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the reservoir inlet tube and strain relief of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to damage of the tubing near the cylinder.